Manufacturer narrative:
The reagent lot number is 885527. The expiration date was requested but not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable cortisol assay results for two patient samples tested on a cobas e 801 analytical unit. Sample 1: the initial result was < 1.50 nmol/l, and the repeat result was 400 nmol/l. Sample 2: the initial result was < 1.50 nmol/l, and the repeat result was 200 nmol/l. It was reported that the samples were re-analyzed the next day with the same outcome. The samples were then sent to another site, where the results were high immediately. No actual results were provided. No questionable results were released.

Manufacturer narrative:
It was reported that the patient sample has been analyzed on e801 analyzers at two different customer sites. The customer deemed the high results, 400 and 200 nmol/l, as correct, as these levels were also measured on the instruments at another site. Data analysis revealed that qc was within range before the sample measurement. A review of the instrument alarm data revealed multiple maintenance alarms that were triggered to exchange the measuring cell 1 and 2, syringe seal, gear pump head, and wash sippers flow paths. The investigation determined that the issue was related to insufficient instrument maintenance.